Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of the complaint is undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No data were provided for evaluation. The receiver was returned for evaluation. External visual inspection was performed and passed. A receiver charge and boot was performed and failed. A receiver download and functional test could not be performed due to the receiver not being able to turn on. The receiver case was opened and moisture damage was observed where the battery plugs into the main board. The confirmation of the complaint was confirmed. The probable cause was determined to be moisture damage.